Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was unable to "find" patient devices, it would not interrogate, and was noted to have intermittent operation. The cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to "find" the patient, that it had no green bars. It was noted that it had recently taken longer to "find" patients until the last interrogation attempt when it did not "find" the patient at all. The programmer head was replaced and the interrogation was able to be completed. The programmer head has been returned for service. No patient complications have been reported as a result of this event.